Manufacturer narrative:
MDR 8021545-2024-00261 - device 2 of 4.

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that one infusion set fell off during use. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.